Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (vaginal)") in a female patient who had essure (batch no. 927064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6) 1998, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2012)) and vaginal delivery (5). Previously administered products included for an unreported indication: got depo and oral contraceptive nos. Concurrent conditions included absence of menstruation, cough, cough, acute upper respiratory tract infection, smoker (she is every day smoker-cigarettes), sore throat, acute nasopharyngitis, lipoma, benign neoplasm of skin and acute nasopharyngitis. Family history included impetigo (daughter), eye irritation (daughter), hyperlipidemia ((mother and sister)) and cancer (paternal grandfather). Concomitant products included medinite (nyquil), panadeine co (tylenol #3), tuscalman (vicks dry cough) and vicks formula 44m (dayquil). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), menorrhagia ("vaginal menorrhagia"), sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), vision blurred ("blurred vision"), abdominal distension ("excessive bloating"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain (off and on and severe)") and vulvovaginal pain ("vaginal area pain (during off and on pain )"). The patient was treated with surgery (scheduled removal in 2018). At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, menorrhagia, sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, vision blurred, abdominal distension, arthralgia, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, sexual dysfunction, tooth disorder, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure. Essure placed without any problems. Diagnostic results: uterine sound-7 cm. On (B)(6) 2012:hcg-qualitative :negative. On (B)(6) 2013:cr hysterosalpingogram: fallopian tubes: essure microcatheters are present and are in satisfactory positions. No contrast fills either fallopian tube. Impression: satisfactory position of the essure microcatheters with completes tubal occlusion bilaterally most recent follow-up information incorporated above includes: on 23-jan-2018: medical record & pfs received. Events" hormonal changes, abnormal bleeding, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurred vision, excessive bloating, knee pain, lower abdomen pain are added. Lot number added. Historical & concomitant drug and condition added. Patient reporter and product information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal haemorrhage ("persistent bleeding / abnormal bleeding (vaginal)") in a 32-year-old female patient who had essure (batch no. 927064- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (B)(6)1998, (B)(6)2003, (B)(6)2007, (B)(6)2008 and (B)(6)2012)) and multigravida (5). Previously administered products included for an unreported indication: got depo and oral contraceptive nos. Concurrent conditions included absence of menstruation, cough, cough, acute upper respiratory tract infection, smoker (she is every day smoker-cigarettes), sore throat, acute nasopharyngitis, lipoma, benign neoplasm of skin and acute nasopharyngitis. Family history included impetigo (daughter), eye irritation (daughter), hyperlipidemia ((mother and sister)) and cancer (paternal grandfather). Concomitant products included benadryl cold and flu (vicks dayquil/nyquil), medinite (nyquil), panadeine co (tylenol #3) and tuscalman (vicks dry cough). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), menorrhagia ("vaginal menorrhagia"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced tooth disorder ("dental problems"), vision blurred ("blurred vision"), abdominal distension ("excessive bloating"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain (off and on and severe)") and vulvovaginal pain ("vaginal area pain (during off and on pain )"). The patient was treated with surgery (scheduled removal in 2018). At the time of the report, the pelvic pain, vaginal haemorrhage, mood swings, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, vision blurred, abdominal distension, arthralgia, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure. Essure placed without any problems. Diagnostic results: uterine sound-7 cm. (B)(6)2012:hcg-qualitative :negative. (B)(6)2013:cr hysterosalpingogram: fallopian tubes: essure microcatheters are present and are in satisfactory positions. No contrast fills either fallopian tube. Impression: satisfactory position of the essure microcatheters with completes tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal haemorrhage ("persistent bleeding / abnormal bleeding (vaginal)") in a 32-year-old female patient who had essure (batch no. 927064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6)1998, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2012)) and multigravida (5). Previously administered products included for an unreported indication: got depo and oral contraceptive nos. Concurrent conditions included absence of menstruation, cough, cough, acute upper respiratory tract infection, smoker (she is every day smoker-cigarettes), sore throat, acute nasopharyngitis, lipoma, benign neoplasm of skin and acute nasopharyngitis. Family history included impetigo (daughter), eye irritation (daughter), hyperlipidemia ((mother and sister)) and cancer (paternal grandfather). Concomitant products included benadryl cold and flu (vicks dayquil/nyquil), medinite (nyquil), panadeine co (tylenol #3) and tuscalman (vicks dry cough). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), menorrhagia ("vaginal menorrhagia"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced tooth disorder ("dental problems"), vision blurred ("blurred vision"), abdominal distension ("excessive bloating"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain (off and on and severe)") and vulvovaginal pain ("vaginal area pain (during off and on pain )"). The patient was treated with surgery (scheduled removal in 2018). At the time of the report, the pelvic pain, vaginal haemorrhage, mood swings, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, vision blurred, abdominal distension, arthralgia, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure. Essure placed without any problems. Diagnostic results: uterine sound-7 cm 23-jul-2012:hcg-qualitative :negative. 26-apr-2013:cr hysterosalpingogram: fallopian tubes: essure microcatheters are present and are in satisfactory positions. No contrast fills either fallopian tube. Impression: satisfactory position of the essure microcatheters with completes tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received- event hormonal changes updated to mood swings. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.